Manufacturer narrative:
The investigation for the high purge pressure has been completed. The pump was not returned for investigation. Data logs show a 45-minute rise in purge pressure and active high purge pressure alarm, which was resolved after 8 hours with a gradual decreasing trend. According to the clinical report, the administered tissue plasminogen activator (tpa) successfully resolved the high purge pressure. The cause of the high purge pressure issue was most likely biomaterial, based on given clinical details and data log review. Added-h6 impact code 4644. Added-d6b corrections to the initial MFR report: g1-corrected MDR reporting facility name and address. G1-corrected MFR site name and address.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that during impella 5.5 support, the 60-year-old male patient experienced high purge pressure and lysis therapy was provided. There was no reported patient harm. The patient remains on impella support on the date of this report.